Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Cause, port damage that prevented pump from charging. Customer consumed carbohydrates to address bg. Reportedly, the customer reverted to an alternate method of insulin therapy.